Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in all samples including clear passage and pressure testing; and the device performed according to product specifications. Additional pull testing was performed, and no separation was observed. The reported condition was not verified for the companion samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin and blood were leaking from the connector of an unspecified quantity of y-type blood/soln sets. This was identified during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.